Event description:
It was reported that the patient passed away on (B)(6) 2024. The patient's relative returned equipment to clinic. Log files were submitted for review. The event log captured a couple of no external power events on (B)(6) 2024 at 23:04 and again at 23:33. It appeared that both power leads were disconnected at the same time enabling the emergency backup battery (ebb) in the system controller until power was restored to the controller. The first event lasted around 5 seconds and the other event lasted around 4 seconds. There was low voltage advisory noted on (B)(6) 2024 at 23:56 when switched from the mobile power unit (mpu) to battery due to one of the batteries having low charge. The log file also noted low voltage hazard events starting on (B)(6) 2024 at 00:56, due to one battery at almost depletion and the other power lead showing disconnected. This continued until 02:27, that same day, when no external power events were noted, and the ventricular assist device (vad) ran at the low-speed limit of 5100 rpm while the ebb was used. These events continued until the backup battery was depleted and the vad turned off at 04:29. A few transient controller internal fault events were noted in the log during the no external power events. The patient's cause of death was unknown and it was unknown if the patient's death was related to the events captured in the log files, although it was reported that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The controller event log file indicated that the external batteries and system controller¿s internal backup battery had fully depleted, resulting in a pump stop. No other notable events or alarms were captured. The pump appeared to operate as intended at the fixed speed prior to the pump stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.